Manufacturer narrative:
The reported event was lead couldn¿t be fixed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found helix was retracted and clogged with blood. X-ray examination found no anomalies on the lead. The helix was able to extend and retract when torque applied directly to the connector pin. The measured full helix extension length was within product specification.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead could not be implanted. The ra lead was removed and replaced. No adverse consequences were reported for the patient.